Event description:
The consumer reported false negative results with two (2) binaxnow covid-19 ag self tests performed on unknown dates. The report is for test one (1) of two (2). The consumer reported a false negative result with a binaxnow covid-19 ag self test performed on an unknown date. The consumer went to his doctor and received a positive test (brand and date unknown). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3 - date of event: the date of event is an estimation as the actual event date could not be obtained. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.